Event description:
The customer was hospitalized due to high blood glucose levels. Prior to hospitalization, the customer's blood glucose levels were low. The customer treated by drinking a coke for her low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.